Event description:
During routine testing of the device at the service center, the service repair tech reported that there were pierced wires on the cable assembly for the cover interlock switch. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval in progress, but not yet concluded.